Event description:
It was reported the patient presented for a routine generator change. During implant of the new implantable cardioverter defibrillator (ICD), the set screw would not engage the right ventricular port. After attempting multiple wrenches, the physician elected to complete the procedure with a different ICD. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to engage the right ventricular set screw was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Inspection found the right ventricular set screw stripped and contained septum material inside the hex cavity. The material in the hex cavity prevented full insertion of the torque drive and was the cause of the reported event consistent with having occurred during the procedure.